Event description:
A physician reported that after the intraocular lens (iol) implantation surgery, the lens was rotated. The patient also experienced detoriation of vision and the patient was dissatisfied. The lens rotation was not planned currently as the patient was yet to undergo surgery on the second eye. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).